Manufacturer narrative:
Event date: "approximately two weeks ago". The reported product is an unknown baxter transfer set. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis, manifested by a spiked temperature. The breach in aseptic technique was further described as the patient ¿wearing nappies and it was difficult to keep the line clean, which keeps draining into the peritoneum¿. On an unreported date "2 weeks" ago, the patient was hospitalized for the temperature and forty-eight hours later the patient was diagnosed with peritonitis. The patient was treated with vancomycin and ciprofloxacin for three weeks (route and frequency not reported). At the time of this report, the patient remained hospitalized and the patient outcome was not reported. Pd therapy was ongoing. It was not reported if the caregiver was retrained on the proper aseptic technique. No additional information is available.